Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the ventilator has no tidal volumes. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving by MFR date: 03/09/2016. Conclusion / root cause: the sensor board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator has no tidal volumes. The customer reported there was no patient involvement.